Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and found the customer was using electrodes that were expired on 31-july-2019. The fse replaced the sodium, potassium and chloride electrodes to resolve the issue. (B)(4)..

Event description:
The customer reported the generation of three (3) erroneously high ise (ion-selective electrode) patient results on their au5800 chemistry analyzer. There were no reports of change to patient treatment or injuries associated with this event. The customer did not provide instrument print-outs, but verbally provided an example of the erroneous results.